Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required) and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (essure was removed on (B)(6) 2016 via hysterectomy). Essure was withdrawn. At the time of the report, the genital haemorrhage and vaginal haemorrhage outcome was unknown. The reporter considered genital haemorrhage and vaginal haemorrhage to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding'). In an adult female patient who had essure (batch no. B76526), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst, night sweats, cough, asthma, menorrhagia, menometrorrhagia (thermachoice ablation performed for menometrorrhagia) and cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2014. 5 coils seen on left; 1 coil seen on right. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical records received: lot number added, reporter information, medical history were added, date of insertion were updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. B76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, night sweats, cough, asthma, menorrhagia, menometrorrhagia (thermachoice ablation performed for menometrorrhagia) and cramp in lower abdomen. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2014. 5 coils seen on left; 1 coil seen on right. Batch no b76526 production date 2013-10-01; expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (essure was removed on (B)(6) 2016 via hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2017: summons received: reporter information updated, lawyers added, event pain was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.